Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 calibration fails. There was no alleged parts ID malfunction or failure. There was no reported patient involvement.